Event description:
It was reported that a shaver blade snapped off mid case and then was lost inside the patient. After 40 minutes of trying to find and remove it, the consultant was unable to do this. The patient is now having to come back in to have the metal work removed through an incision guided by x ray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510k is not known. However, should it become available it will be provided in future reports.